Manufacturer narrative:
The reported event was confirmed. The evaluation observed a tear on the outer package and leaflet. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box.". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a tear in the sterile package. It was later reported from the international business center (ibc) via email on 17feb2019 the package was opened on the front.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a tear in the sterile package. It was later reported from (B)(6) via email on 17feb2019 the package was opened on the front.